Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, on the introduction of the oscopy materials the rubber of the trocar fell into the patient's abdominal cavity. The surgeon an intervention to capture the component with the oscopy material. The device always presents some failure during the procedures. There was no patient injury.